Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was reset with correct time/date and monitored; no time/date changing noted. The insulin pump had cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
It was reported that the customer had high blood glucose levels of 153 mg/dl. The customer reported several motor error alarms from the insulin pump. The customer also reported that the time and date on the insulin pump would change on its own. Troubleshooting was done. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was able to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)